Event description:
At about 10 years 11 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised all components to revision components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 december 2023. Lot 122571: (B)(4) manufactured and released on 09-aug-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additiona limplants involved, batch review performed on 01 december 2023: gmk-primary 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 115353: (B)(4) manufactured and released on 07-mar-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Gmk-primary 02.07.0410fuc tibial insert uc fixed size 4 / 10 mm (k090988) lot 121454: (B)(4) items manufactured and released on 10-aug-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.